Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the distal dhc during a dilation procedure performed on (B)(6) 2022. During the procedure, while inflating the balloon it was noted that the balloon burst before reaching the max pressure. Additionally, the same issue occurred on the second hurricane rx dilatation balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.